Manufacturer narrative:
(B)(4)- (tear in device). Complaints of this nature are being investigated under iaca (B)(4).

Event description:
The surgeon implanted a cc4204bf collamer lens. The lens tore upon insertion into the eye. The lens was removed. No patient injury.